Manufacturer narrative:
H. Li, et al. ¿successful percutaneous retrieval of a 33-mm watchman left atrial appendage occlusion device from the left atrium¿. Journal of the american college of cardiology (jacc). Cardiovascular interventions. 2018: 11(8) p.e65-e67 device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article. The patient experienced permanent atrial fibrillation and was referred for a left atrial appendage (laa) occlusion with a cha2ds2-vasc score of 3 and a has=-bled score of 4. Pre-operative transesophageal echocardiography identified a laa ostial diameter of 30 mm. A 33 mm watchman ® laa closure device was chosen to be implanted into the laa. During the procedure, the device was detached from the transport sheath. To recapture the dislocated device, it was decided that grasping forceps should be used to grasp the detached device via femoral access. After numerous external attempts, it was found that only by clipping the device¿s hub ( and not the basilar part or body) the device be pulled into a 12-f non ¿bsc sheath. However, this attempt failed. They then found that the ideal position should be coaxial, with the grasping forceps and device hub in the same direction. Two non-bsc alligator cups biopsy forceps were used. One was used to grasp the device body and prevent device motion; the other was positioned coaxially to grasp the device hub. The coaxial alignment was confirmed by multidirectional projections under fluoroscopy. Finally, the device was retrieved.